Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 399.99. Lot number: t198024. Manufacturing site: tuttlingen. Release to warehouse date: february 14, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: the reduction forceps with serrated jaw-ratchet (part #: 399.99 and lot #: t198024) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage observed. No other defects were identified with the returned device. Device failure/defect identified? No. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Complaint confirmed? No. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Reduction forceps with serrated jaw conclusion: the complaint condition was not confirmed for the reduction forceps with serrated jaw-ratchet (part #: 399.99 and lot #: t198024). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the red forcep serrated jaw ratchet center screw broke. The issue was discovered while the instrument was being cleaned. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).